Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The illuminator was visually examined and deemed nonconforming. There is brown dried foreign material present along the beginning surface of the cannula needle (distal end). This material appears to be surgical material. The trocar hub/cannula was visually inspected and was found to be conforming. The sample was dimensionally inspected for the inner diameter and was found to be conforming. A functional fit test was performed with the associated illuminator as the product was received and was found to be nonconforming due to foreign material present on the needle of the illuminator. The samples were functionally tested as received for fit through the trocar returned with this complaint issue and was found nonconforming. The cannula needle did not fit through the trocar at the location where the foreign material was present. The foreign material was able to be removed with cleaning from the illuminator cannula needle surface and the fit test was performed again. The illuminator fit through the complaint trocar was then deemed conforming. The cannula diameter as received was measured and was deemed nonconforming at the location of the foreign material. The cannula needle diameter was re-measured after cleaning the foreign material from the illuminator cannula needle surface and the diameter was deemed conforming. The complaint evaluation does confirm the illuminator complaint sample would get stuck in the trocar as received back for evaluation. The root cause for this inability of the illuminator to fit through a trocar was due to foreign material present on the needle surface. This foreign material appears to be surgical material based on: its visual characteristic, the information provided that the illuminator needle became stuck during surgery which means the cannula initially did enter the trocar, along with the ability to clean the foreign material from the cannula needle, and for some unknown reason enough surgical material accumulated on the cannula surface prior to removing the device from the trocar. No specific action with regard to this complaint was taken because the reason for the complaint issue was due to customer handling. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. All light guide products are 100% visual inspected during manufacturing to insure a clean needle surface. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action has been taken at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the light pipe became stuck in the trocar cannula during a procedure. Additional information was requested; however, none has been received to date.